Event description:
Through implant patient registry, it was learned that a 21mm 2700 valve was explanted after an implant duration of 6 years, 11 months due to a flailed leaflet and severe aortic insufficiency. The explanted valve was replaced with a 21mm 3000tfx valve. The patient was in recovery post procedure. Per medical records, the patient was admitted to the ed for progressively worsening dyspnea. Echo revealed severe bioprosthetic aortic valve insufficiency and severe mitral valve regurgitation. The pre-existing aortic valve was excised and the native mitral valve was replaced with a non-edwards bioprosthetic valve. Attention was back on the aortic valve and sutures were placed in the aortic annulus. The replacement 21mm 3000tfx valve was placed supra-annularly. Both coronary ostia were visible after valve implantation. The patient was successfully weaned from cardiopulmonary bypass and protamine was administered. Tee revealed two well-seated prosthesis with no perivalvular leaks. The patient was coagulopathic and required blood product transfusion. The patient tolerated the procedure well and was taken back to the ICU in stable condition. On pod 1, the patient was somewhat bradycardic and a pacemaker was determined to be required. On pod 2, the patient was paced with underlying av block otherwise hemodynamically stable. On pod 3, the patient underwent implantation of a dual chamber pacemaker. On pod 14, the patient was cleared for discharge. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration combined with the patient's other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although there was an allegation (per the implant data card, there was a deficiency of the device), there is no evidence of a manufacturing non-conformance. The observed thickened and swollen leaflets is most likely related to the patient's hld, cad, and dyslipidemia. Additionally, there is no evidence to suggest a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: evaluation summary: customer reports of flailed leaflet and aortic insufficiency were unable to be confirmed due to valve condition as received. As received, all three leaflets had cuts of approximately 8mm x 4mm on leaflet 1, 10mm x 7mm on leaflet 2, and 6mm x 9mm on leaflet 3. The cuts had smooth and straight edges; cut out leaflet fragments were not returned. All three leaflets were thickened and swollen near the commissures. X-ray demonstrated wireform intact. Multiple sutures remained attached to the sewing ring around leaflet 1. H10: additional manufacturer narrative: the reported event was not confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
Implant patient registry, it was learned that a 21mm 2700 valve was explanted after an implant duration of 6 years, 11 months due to a flailed leaflet and severe aortic insufficiency. The explanted valve was replaced with a 21mm 3000tfx valve. The patient was in recovery post procedure. Per medical records, the patient was admitted to the ed for progressively worsening dyspnea. Echo revealed severe bioprosthetic aortic valve insufficiency and severe mitral valve regurgitation. The patient underwent avr with 21mm 3000tfx valve. Both coronary ostia were visible after valve implantation. The patient was successfully weaned from cardiopulmonary bypass and was decannulated. Tee revealed two well-seated prosthesis with no perivalvular leaks. The patient tolerated the procedure well and was taken back to the ICU in stable condition. Postoperatively, the patient became bradycardic required a dual chamber pacemaker for postoperative av block. On pod #14, the patient was discharged from the hospital. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.